Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure. The customer blood glucose level was 130 mg/dl at the time of the incident. Customer performed self-test which was failed. Customer was able to clear the alarm and able to complete rewind. Customer stated this was second occurrence of pump error also they run another self-test which was passed this time. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures was present in the pump trace download due to broken trace at u1 pin 1 on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Critical pump error alarmed during testing and hardware low level failures was present in the pump trace download due to moisture damage on electronic board stack. Unit received with moisture damage on motor assembly and force sensor assembly.